Event description:
On (B)(6) 2013, a dissection was reported that had occurred the week prior. The dissection was in the cfa, posterior wall, and was resolved via vascular surgery. The pt recovered with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was no reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. Based on the info provided, we were unable to assess the location of the dissection and whether it could be attributed to the arstasis device. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of spec as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.